Event description:
The arthrex pump number: (B)(6), after about an 1.5 hours of being used suddenly the ml/min increase to 1500ml/min. Doctor was notified, he acknowledges that the pump had an increase in pressure, evaluating the situation, and the doctor decided that it was o.k. To continue with surgery. The surgery continued with no other changes in the arthrex pump.